Event description:
I got essure as a permanent birth control (B)(6). Since then I have consistent, sometimes debilitating pain. I have abnormal bleeding during my menstrual cycle. I would love to have them removed.